Event description:
It was reported that during a da vinci s prostatectomy procedure the large needle driver instrument "tip cracked all the way around". As a result the surgical staff had difficulty removing the instrument. The planned surgical procedure was completed with an instrument of the same type with approx a 30 minute delay. The site indicated that no instrument fragments of the broken tip fell into the pt. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. If the instrument is received, failure analysis will be completed and a follow-up MDR will be submitted.